Event description:
Lancing device was broken/cracked. The pt woke up at 6:00 a.m. On 4/17/2006 and was acting confused and disoriented. She had been unable to test her blood glucose for two days prior. She continued to take her oral diabetes medication (metformin) as normal. Her family drove her to the hosp, where she obtained a blood glucose result of 24 mg/dl. She was given IV glucose and orange juice to drink. She was discharged at 11:00 a.m. The same day. The pt reported that her lancing device was cracked along the top. It was not dropped and she was using the correct technique to obtain a sample. This complaint is being reported as the pt was unable to test on her meter due to the lancing issue and she subsequently received medical treatment at the hosp for hypoglycemia. A replacement lancing device has been sent to the pt.